Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR #2050012-2012-01190.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous electrolytes results. Customer reported that erroneous results were reported out of the laboratory. Customer reported that the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found bubbles in the buffer line to the ratio pump. The fse replaced the reagent cap and straw. The fse re-routed the tubing that may have been pinched. The fse cleaned the flowcell and the modular chemistry wash collar. The fse replaced a worn electrolyte injection cup quad ring and spacer.